Event description:
It was reported that the customer was taken by ambulance to the hospital due to high blood glucose of 400mg/dl. It was stated that the nurse recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.